Event description:
A pt reported experiencing inaccurate high results with a ft meter. The pt's blood glucose results were 391mg/dl vs. 275 lab. Tests were done within 10 mins with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.